Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit a non sustained ventricular tachycardia (nsvt) episode was seen. It was also noted that they were seeing noise on all channels. An internal technical services consultant reviewed the electrogram and confirmed there was asystole greater than two seconds. No adverse patient effects were reported.